Manufacturer narrative:
Reporting out of an abundance of caution. No further information has been provided at this time. An investigation was conducted . Visual examination shows inconsistent scratches/gouges along shank, 1 side cut off, 1 side broken by stress fractures. The root cause is unknown.

Event description:
The patient had a foot procedure the first week of december. He returned to the clinic for a 4 week postop visit. When the doctor removed the k-wire, the end of the kwire was broken off at the mtp joint. Additional follow up appointments will be needed to see if the k-wire migrates.